Manufacturer narrative:
Device not returned.

Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction alarm. The device was not in use on a patient at the time of the event. There was no report of patient or user harm. The remote service engineer (rse) confirmed the speaker malfunction message and no tone coming from the device on boot up. The rse determined that the speaker and main board required replacement. The customer was provided a replacement speaker and main board to resolve the issue.